Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from the us alleged a discrepant result generated using the cobas® sars-cov-2 & influenza a/b test for use on the cobas® liat® system when compared to the biofire system. The initial sample tested positive for sars-cov-2 and negative for influenza a/b on the cobas liat system. A repeat of the same sample on the biofire system tested negative for sars-cov-2 & influenza a/b. The results were not reported. No harm is alleged. Investigation on the reagent kit lot is ongoing.

Manufacturer narrative:
An investigation is on going. A supplemental report will be submitted upon the completion of the investigation. (B)(4).

Manufacturer narrative:
An investigation was performed on the reagent to rule out any contribution to the allegation and no product problem was identified. (B)(4).